Manufacturer narrative:
Result of investigation: the 2nd suspect component was received by the carefusion failure analysis lab, the turbine, and installed in a known good testing fixture for evaluation. The turbine operated as expected and without fault. No further investigation is required.

Manufacturer narrative:
Result of investigation: the suspected component was received by the carefusion failure analysis lab and installed in a known good testing fixture for evaluation. The reported problem could not be duplicated because the unit ventilates appropriately. Motor 3-phase driver is an out of house part and is an isolated issue. The vent inop stated in the complaint was not caused by this part. No further investigation is needed.

Manufacturer narrative:
(B)(4). Results of investigation: powered in service mode and viewed event error log, found xdcr events recorded in log. Powered in operating mode with received settings, unit immediately failed with vent inop fault. The reported problem was duplicated. Findings/root-cause: reported problem was duplicated and isolated to bad xdcr. This is considered a known issue being internally investigated.

Event description:
The customer reported while using the vela ventilator, it alarms vent inop when turned on. The customer reported there was no patient involvement associated with this event.